Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be flattened. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's blood glucose levels rose to greater than 250 mg/dl. The pod was leaking during wear. The device was returned, and it was observed that the cannula was bent.